Event description:
Manufacturer: lumenis product: ultrascan cpg handpiece tip reporting hospital: (B)(6) university. Located in (B)(6). Reporter: (B)(6). Problem: the manufacturer's instructions for use (IFU) regarding sterilization is incorrect. We purchased three handpiece tips. We followed the sterilization procedure exactly as described in the operator's manual. After the first sterilization for all three tips, the exterior of the tips blistered and peeled. The manufacturer is unable why their stated sterilization techniques are damaging their product.